Event description:
The customer reported battery problems on this device. He reported several battery low alerts and battery depleted alerts. No patient injuries or medical interventions occurred as a result of this event.no additional information is available.

Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed. Inspection of the device revealed damaged batteries. This issue is currently being investigated under mdq-CAPA-132.